Event description:
Customer reports a dialyzer blood leak noted where the header connects to the case. The blood leak was noted towards the end of the pt treatment. 500-600cc blood loss was reported. No visual crack could be seen at the area of the leak. No dialyzer reuse at this center. No pt injury or medical intervention was required per baxter affiliate.